Event description:
It is reported that there was a difference in the shape between the trial and the final implant. The implant was used after additional bone was removed.

Manufacturer narrative:
This report will be amended when our investigation is complete.